Manufacturer narrative:
A review of the complaint history, documentation, drawing, instructions for use (IFU), and quality control instructions of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been added to the description of event since the previous medwatch report.

Manufacturer narrative:
Occupation: unknown. PMA/510(k) #: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an ultrathane mac-loc locking loop multipurpose drainage catheter was placed in the pleural space of the patient for chest drainage. The device was in place for 6 days. When attempting to remove the drain, the staff were unable to unlock the mac-loc and cut the catheter from the lock. The drain was successfully removed but the suture was left in the patient. The patient was then sent to have the suture removed under fluoroscopy. The suture was successfully removed. No other adverse effects were reported for this incident.